Manufacturer narrative:
Corrected data: please note that the MFR received date should be (B)(4) 2011 instead of (B)(4) 2011.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented kinks. Introducer was partially zipped and support coil, gripper and embolic coil were inside of it. Embolic coil was still attached to the gripper and it was stretched. Gripper presented no damages. No other damages were noted. Gripper and embolic coil were inspected and gripper presented no damages while the embolic coil was stretched and kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000015 revealed anomalies during the manufacturing and inspection processes. The reported failures by the customer as "coil stretched and dcs kinked" were confirmed. The cause of the failures could not be conclusively determined; however neither the analysis not the DHR review suggests that these damages could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors could be contributed to these damages at the time that the unit were removed from package; however the root cause of these damages remains inconclusively and undetermined; therefore no corrective actions will be taken a t this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Prior to use in the patient, the delivery wire of the orbit mini complex fill 2x2 ((B)(4)) kinked and the coil stretched. It was noticed before use on patient. There was no patient injury reported. The hospital accumulated the product without reporting the event. There is no further information regarding the event. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinked delivery system and stretched coil were confirmed. Due to the lack of information regarding the event, no conclusion regarding root cause or contributing factors can be made. Neither the analysis nor the DHR suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent these types of failures from leaving the facility. Therefore no corrective action will be taken at this time.

Event description:
Prior to use, the orbit mini complex fill 2x2 (637mf0202/ 15000015) was kinked on the delivery wire and stretched. It was noticed before use on patient. There was no patient injury reported. The hospital accumulated the product without reporting.